Event description:
Additional information received from the customer reported that the stripes in the image was found during reprocessing after the procedure. The date the event occurred was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. Evaluation found the complaint was confirmed and the image was defective. In addition, evaluation found there was humidity in the scope, but the device passed a leakage test successfully. The light guide cover lens was scratched, the scope cover was deformed, the bending section cover was porous, the connecting tube was dented, the grip unit was scratched, the universal cord was scratched, the plug unit housing was damaged, the air valve unit was turned, angulation was reduced, the knobs had play, and the charged coupled device was broken. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope had stripes in the image. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by the broken charge-coupled device (ccd) unit or by water invading the device while the user handling the device, leading to abnormality of electronic parts. The event can be detected/prevented by handling the device as follows in the instructions for use: "·inspection of the endoscopic image - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.